Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8081922.

Event description:
It was reported that patient experienced ineffective stimulation with their drg system. In turn, reprogramming was unsuccessful in rectifying the issue. X-rays confirmed that the leads have not migrated. As a result, surgical intervention to revise or replace the leads may occur in the future to remedy the issue. It is unclear which lead contributed to the issue.